Event description:
Watchman device (left atrial appendage closure device) placed (B)(6) 2024. On (B)(6) 2024, 1105- to local ed. Reports he was hammering garage door at 1050 and felt weak, short of breath, sharp chest, abdominal, and back pain. Stated "hasn't been taking is easy as instructed". CT done and device was identified in the abdominal aorta. Transferred to avera heart hospital. Device was able to be retrieved in the cath lab via arterial sheath.